Manufacturer narrative:
B2: outcomes attributed to adverse event. Section h3, h6: the device was not returned for evaluation. However, the photographs were reviewed, and revealed the post of the explanted insert has fractured. Also, the insert has a yellowish discoloration. The clinical/medical investigation concluded that, the provided photo confirm the fractured, however, does not provide further insight into the reported infection or post fracture. It was communicated that the requested information/documentation and current patient health status is not known. Without the requested documentation, definitive contributing clinical factors cannot be concluded and a device malperformance cannot be confirmed. The patient impact beyond the reported revision due to infection with intraoperative finding of post breakage could not be determined, although a transient post-surgical recovery would be anticipated. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. In addition, acute post-surgical wound infection has been identified in possible adverse effects. Active, local infection or previous intra-articular infections are identified in contraindications for total knee replacement. A review of the risk management file revealed this failure mode and adverse event were previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. A review of the sterilization records revealed the batch was sterilized within normal parameters. According with inspection drawing, the final inspection includes the verification of part configuration per print. Also, per material specification, the quality and manufacture of polyethylene bar stock shall be controlled. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported events include patient condition, medical history, patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, after a tka surgery was performed, the patient experienced an infection. This adverse event was treated by a revision surgery on (B)(6) 2024, in which a lgn ps high flex xlpe sz 5-6 11mm was exchanged due to fracture. Patient's current health status is unknown.